Manufacturer narrative:
The customer¿s report of a channel error was confirmed. Physical inspection noted the device to be in good condition. The instrument seal was intact. Review of the pump module's error log shows that on (B)(6) 2015 at 9:44am a channel error occurred with error code 240.4150.0, indicating a bottle side pressure sensor failure. Because the module's event log only goes back to (B)(6) 2016, there is no way to verify exactly how the channel error occurred during the patient infusion. The pcu logs were not received. The error recurred on (B)(6) 2016 at 02:21pm when the device was being tested by the customer. With the pcu set to run in maintenance mode, the customer ran a test infusion at a rate of 125ml with a vtbi of 100ml. The event log shows that during this test infusion a patient side occlusion, opening / closing the pump module door, and various pauses and restarts occurred prior to the channel error. When the channel error occurred the test infusion stopped running. The pump module lost power, then reattached to the pcu and powered back on. Functional testing was performed and the device was found to be operating within specification. The cause of the channel error was identified as a defective bottle side pressure sensor. The cause of the defective sensor is unknown.

Event description:
The customer reported that after giving IV meds the pump channel produced a high pitch alarm and displayed "channel error." The alarm would not shut off and channel would not power down so clinician removed channel from pcu. There was no report of patient harm.